Event description:
Reporter noted dim display on monitor prior to starting phaco. Changed planned phaco procedure to ecce. Pt reported as fine.

Manufacturer narrative:
Customer requested system be replaced; exchanged in 2004 in the interest of customer satisfaction.